Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint. Patient revised to address metallosis. **update** 1/25/2011 - litigation papers were received. The part/lot numbers for the acetabular cup were identified. Doi: (B)(6) 2008. Update may 19, 2017: legal medical records received. After review of the medical records for the MDR reportability, revision notes noted a large amount of synovial fluid. Patient had a ratcheting sensation and cobalt-chromium levels were quite high, but there were no laboratory values provided. On (B)(6) 2008 patient felt some occasional clicking in her hip and some mild pain. Physical examination reports stated the patient reproduce the clicking with extreme adduction and external rotation. Radiographs indicated a good position total hip arthroplasty and there were signs of osseous ingrowth on both acetabular side and femoral head. Patient underwent a closed reduction to treat dislocation on (B)(6) 2012. Stem has been added. This complaint was updated on may 24, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.